Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain. The home patient (hp) disconnected and did not press stop. Gts reviewed proper procedures. Gts had the hp cycle power. The hp would complete therapy with manual supplies. Gts referred the hp to the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(4) 2011 regarding the reported problem. The writer explained the use error. The nurse said that the home patient (hp) had not contacted them but to her knowledge everything was going fine. No patient injury or medical intervention was reported.